Manufacturer narrative:
There is a recall for medihoney part numbers 31515 and 31535 (all lot numbers). No product ID was provided after several attempts, however, we are including correction/removal number as a precaution measure. This follow-up is to provide correction/removal number (h9) 3005920706/01102025/r/001.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient using medihoney (unknown ID) was hospitalized twice, and while staying in the facility was diagnosed with osteomyelitis. No additional information has been provided after several attempts.

Manufacturer narrative:
The medihoney was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. This complaint was initiated based on the customer response to the voluntary medical device correction form for recall z-0054-2025, where the responder indicated that there was an adverse event of osteomyelitis associated with the sue of the product. The responder indicated that of 3 products, 2 applicators were unused and one was used. It is not specified if all three were used on the patient with the reported adverse event. Per medical assessment by medical affairs, having reviewed the complaint information, the report of infection associated with the use of the medihoney applicator tip is unable to be confirmed. Should the patient provide additional details, medical affairs will provide an update to this response. Without sku or lot, no DHR review or lot commonality query can be initiated. There are no other complaints on any medihoney product line that allege osteomyelitis or hospitalization as a result of medihoney use. It is unable to be confirmed that medihoney contributed to the resulting infection in this complaint. If additional details to the sku and lot number are provided or the product in question is returned, a retain or product sample may be analyzed to determine if there are any contaminants or lack of sterility. Until this is provided by the customer, no further investigation can continue at this time. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.